Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter, and impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2015, 1 ventricular sensing integrity count (sic), 14 cumulative ventricular sic; no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 600-800 ohm range. Impedances continue to be high.

Event description:
It was further reported the lead was replaced, but could not be extracted, and remains in the patient.

Event description:
It was reported that patient presented to healthcare facility and the right ventricular (rv) lead was noted with high impedance and short v-v interval count. Troubleshooting actions with isometric movements noted rv lead noise. The rv lead was indicated as a lead fracture. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).